Event description:
It was reported that the customer was having high and low blood glucose levels for a month. Customer's blood glucose level was 511 mg/dl. Customer treated with the pump after troubleshooting. Customer stated that the cannula is not occluded. Customer was advised to talk to their doctor about getting a back-up plan, verifying basal rate settings and bolus wizard settings, and about over bolusing since he does not eat all his food. Troubleshooting for low blood glucose level was performed. Customer's blood glucose level was 540 mg/dl. Customer treated with pump and with food. Customer had rapid acting insulin. It was found that the customer miscalculates bolus for food. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)